Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: balloon rupture. It was reported that the lesion was the proximal rca to mid distal rca that had another company's stent in it which had in-stent restenosis. The esprit 3.5x20 was dilated in the proximal to mid distal rca at 14 atm for seconds each. During a long-inflation in the mid distal rca at 14atm, the pressure stopped increasing. As angioplasty was being performed, an infiltration of contrast was seen flowing out of the vessel which seemed to be a perforation. As a result, protamine was injected immediately and an esprit 3.0x20 was inflated to treat it. The infiltration disappeared soon, and ivus was performed. It was probably just a dissection as hematoma was collected in a cavity of dissection; it was seen as if a perforation occurred. Two ruptures were found in the esprit 3.5x20 while checking in vitro. A hinode catheter was used to complete the procedure. No additional event or pt information is available.

Manufacturer narrative:
Evaluation summary - qa analysis revealed that the 3.5x20 esprit catheter was returned without any blood or contrast visible. The balloon had been inflated and was open when received. There was not damage noted to the catheter. A new indeflator was used in attempt to pressurize the 3.5x20 balloon when fluid leaked from a pinhole in the distal balloon taper 9 mm proximal to the edge of the tip. There were scratches next to the distal to the pinhole. Product performance engineering reviewed the incident info and analysis of the returned device. Results from quality assurance analysis on the returned 3.5x20 mm rx esprit revealed a pinhole, which may explain the loss of pressure during the procedure scratches were also noted in the area of the pinhole. A scratch most likely weakened the material, leading to the failure under pressurization. The damage could be a result from an interaction with pt anatomy an/or interaction with accessories (rotating hemostatic valve (rhv), guiding catheter), or an implanted stent. Therefore, based on the available info, the damage to the balloon most likely occurred during the advancement of the catheter over the guide wire or within the treatment site. Based on the analysis of the returned device and case description, the most probable root cause of the reported difficulties experienced during the procedure appear to be related to the operational context of the device. A review of the finished device lot history record did not reveal any non-conforming material reports. Additionally, a query of the complaint-handling database was performed and there has been one similar complaint reported with this part number/lot number combination, however, the unit from previous similar complaint was not returned for a thorough analysis. Product preformance engineering will trend and monitor the incident circumstances. All catheters are 100% visually inspected for balloon damage and leaked tested during the mfg process. Additionally, a sampling of units is destructively tested to verify balloon rated burst pressure (rbp) integrity. This MDR is considered closed by the qa dept.